Event description:
It was reported that the pacing rate was automatically increased to 180 bpm in the morning and was delivering maximum output. However, the pacing rate and output were not adjusted to these parameters. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based on a journal literature received. Referenced article: park, park sm, son j-w, hong k-s. "Inappropriate high-rate pacing with maximal output due to runaway pacemaker malfunction in a temporary device." Europace. 2016;18(8):1099-5129.

Event description:
Additional information was received regarding this epg via a journal article. The article reports that the patient "suddenly complained" about chest discomfort and shortness of breath 11 days after undergoing percutaneous coronary intervention with stents. It was discovered that the epg's pacing rate increased to 180 beats per minute; however, this was not what the epg was programmed at. The patient did not have any further adverse events related to the epg's high pacing. The patient was discharged several days later after successful permanent pacemaker implantation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, however the interconnect flex and main board were replaced as a preventive measure. The device passed incoming inspection with no anomalies observed. The device passed functional and bench testing with no anomalies found. (B)(4).